Event description:
Found during test. According to the reporter, the device intermittently does not power up properly. There was no patient associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Root cause for the reported incident could not be determined.